Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) doppler cord reel broken. The unit was not in clinical use. There was no patient involvement.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) doppler cord reel broken. The unit was not in clinical use. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, e1 (event site, address and phone#) updated data: b4, g3, g6, h2, h10, h11 due to character restrictions in block e1 event site : (B)(6)

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing doppler tether assembly. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.